Event description:
Upon removing the turbohawk for cleaning, the device got caught in pinnacle sheath causing the tip of the turbohawk to come apart. Everything retrieved. No pt injury. Therapy dates: (B) (6) 2009. Diagnosis for use: pvd. Please return to cath lab for rep to pick up.